Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? When did they begin? Difficulties swallowing. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. 4/3/2025. Please send to: productcompliant1@its.jnj.com. Unknown. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Unknown. Did the patient have any other surgeries in the area? Unknown. Did the patient receive any dilations while the linx was implanted? Unknown. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Will request images to share if available from surgeon what is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Surgeon working on treatment plan with patient, will update the portal accordingly when and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Unknown. When and if the linx device is removed, may we ask that the device be returned for analysis? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx was found to be disrupted on barium swallow and fluoroscopy during upper endoscopy. The patient as not had an MRI or been in an accident. We discussed removal versus removal with replacement versus removal with conversion to toupet fundoplication.

Manufacturer narrative:
(B)(4) date sent 10/1/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 9/17/2025. Additional information received: did the explant take place on (B)(6) 2025? Yes, it has.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2025. Additional information: spoke with patient who indicated her explant procedure has been scheduled for (B)(6) 2025.

Manufacturer narrative:
(B)(4). Date sent: 8/7/2025. Additional information: received message from surgeon¿s office that explant has been scheduled for (B)(6) 2025.

Manufacturer narrative:
(B)(4). Date sent 10/30/2025. D4 batch #. Investigation summary: a 14 beads linx device was returned in used condition. The device was returned in an unlocked position, in addition an attempt to locked was successfully made. Bent wires and tooling marks were noted in some beads. A linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent 10/28/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.